Event description:
A caller reported a cartridge alarm during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The caller successfully filled and loaded a new cartridge, and the issue was resolved, allowing insulin therapy to resume.